Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease.  Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)).  There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures.   In this case, the cause of the coronary occlusion could not be determined, however, it may be related to patient factors (i.e. Protruding pre-existing coronary stent).  There was no allegation or indication a device malfunction contributed to this adverse event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral tavr in the aortic position with a 26mm sapien 3 (s3) valve, the patient had a pre-existing coronary stent in the right coronary artery (rca) and a part of it was protruding to the aorta. The rca was protected with a guidewire and coronary balloon. The s3 valve was expanded with less 4 ml contrast solution than nominal volume taking the coronary stent and calcifications on the sinotubular junction (stj) into consideration. The valve landed in a 70:30 aortic/ventricular position. Post-dilation was performed with the balloon being advanced to the left ventricular side. The angiography showed blood flow into the rca but the rca appeared a bit narrow. The coronary stent was expanded with the balloon then the procedure was completed. The device remains deployed in the patient and will not be returned for evaluation. The height of the rca measured 17.3mm, the aortic annulus diameter measured 25.9 x 21.3 mm by CT. The stj diameter measured 24.0 x 25.2mm with calcification.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.